Manufacturer narrative:
Date of event: date unknown/ not provided. Explant date: not applicable, lens remains implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: the intraocular lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a case of post-operative endophthalmitis. The daily activities were significantly affected and a vitrectomy was required. No additional information was provided.